Event description:
It was reported that during an unknown procedure, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition with a set of double clips contained in the jaws; the inner clip was from product code er320 and the outer clip was from product code er420. Upon further visual inspection another set of double clips was noted inside the device. The device was cycled in order to evaluate the formation of the double clips; the er320 clip and the er420 clip were malformed. The jaws were measured and they were found within specifications. The following two actuations resulted in ejected clips; then the second set of double clips (er320 and er420) was fired and ejected. Finally, the remaining clips were ejected and the device locked out as intended. It should be noted that the double clip incident is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.